Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which generated when an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged pump error 43 found on (B)(6) 2022. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test and occlusion test. Pump failed force sensor test and isolated to electronic stack. Test p-cap locked into the reservoir tube successfully no unexpected alarms or alerts noted during testing. Pump successfully downloaded to thump. Pump error 43 on (B)(6) 2022 at 10:43:22 during bolus in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and serial number label missing. In summary, customers alleged pump error 43 alarm was confirmed in history. Pump failed force sensor test and isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h10-product analysis summary with this report.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 6.5w, retainer ring: black, insulin pump case type: ngp. Customer returned insulin pump for alleged insulin pump error found on (B)(6) 2022. Insulin pump passed the self-test, displacement test, rewind test, prime, seating test, basic occlusion test and occlusion test. Insulin pump failed force sensor test and isolated to electronic stack. Test p-cap locked into the reservoir tube successfully no unexpected alarms or alerts noted during testing. Insulin pump successfully downloaded to thump. Insulin pump error on (B)(6) 2022 at 10:43:22 during bolus in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and serial number label missing. In summary, customers alleged insulin pump error alarm was confirmed in history. Insulin pump failed force sensor test and isolated to the electronic stack. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Troubleshooting was performed. The device was been returned for analysis.